Event description:
It was reported that the customer experienced a malfunction with their pump, which showed a malfunction code but was resettable. There was no adverse impact on the customer¿s blood glucose level. The pump was out of warranty, so the customer opted to use multiple daily injections (mdi) as a backup for insulin delivery. The customer expressed interest in obtaining an out-of-warranty loaner pump and began the process of securing a new pump. Customer technical support discussed the loaner pump agreement with the customer and confirmed that they would follow up to complete the necessary paperwork.